Manufacturer narrative:
An investigation was performed in response to a complaint of error 4153 on the aia-900 analyzer. The device was being used for diagnosis during the complaint event. At the customer site, a field service engineer (fse) found a test cup stuck into the incubator assembly while the incubator was table was moving. The fse also performed c. Trans, incubator, and cup position alignments. This investigation confirmed a failure to align due to component failure. Review of the investigation conclusions indicates that escalation of the complaint for corrective and preventive actions is not warranted. A 13-month complaint and service history review for serial number (B)(4) from the date of 30aug2020 through aware date 30sep2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4153] c. Trans-z home overrun. Cause: the home sensor (B)(4), which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representative. Check (B)(4) and also check to see the cause of slipping, and so on, that occurs when (B)(4) moves to the limit side.

Event description:
Customer reported an error 4153, c. Trans z home overrun. An all set home was completed. An empty test cup fails with a noise indicating an obstruction. This is a reportable event based on delay in reporting patient results for class a analytes.